Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft damage and coating detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex. An 8f guidezilla¿ ii guide extension catheter was used over two guidewires. When attempting to remove the device, the catheter ripped/split at the distal end. The proximal portion of the catheter had "plastic" visibly coming off. No device parts were left in the patient. The procedure was completed with a different device. There were no patient complications and the patient status is stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tortuous vessel and the removal of the devices may have led to the tear at the distal end of the catheter. The unknown "plastic" fragment was visibly noticeably hanging from the catheter at the collar area of the catheter.